Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leaking catheter is unconfirmed, as the reported problem could not be reproduced. One 4 fr power midline catheter was returned for evaluation. A visual observation of the returned sample revealed a statlock was attached to the molded joint and use residue was observed. The catheter was terminated at the 13 cm depth marker. A functional test of flushing the catheter with water was performed and no leaks were observed. Following this, the distal end of the catheter was occluded using a hemostat and a second attempt of flushing and pressurizing the catheter with water was performed, but still no leaks were observed. This complaint could not be confirmed as no issues were found with the returned catheter during testing. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported by a customer that they are experiencing leaking from the power midline. Procedure took place (B)(6) 2026. No further information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
Additional information 04/11/2026: no patient harm, line had to be replaced with a different midline. Leakage was the only issue.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.